Event description:
Pt received dow corning implants. Exact date is unk. They had thought the problems of other women were from hardening of implants. Since 1998, pt has been diagnosed with several problems and diseases. Pt was a very healthy person working 3 jobs up until this time. Pt has been forced to take a medical retirement due to all of the medical problems. Pt has an autoimmune disease, seronegative spondyloarthropathy, also, reiter's syndrome, degenerative disk disease, sacroilitis, inflammatory bowel disease, iritis, basically inflammation through whole body, pain in almost every joint, fusion of si joint and starting in spine now. After reading more on implants. Pt sees that these are common problems in other women with implants. The drs had not known how they could have obtained all these problems. The arthritis and swelling has gotten so bad that pt has literally broken their feet, just walking. 10/98, real trouble started. Blood in stools, then blood in urine, from there, all the other autoimmune problems listed, and it just keeps getting worse. Only until 1 month ago, did pt think it had anything to do with the implants.